Event description:
A hospital technician reported that a video image froze during a colonoscopy procedure. The procedure was completed with a second scope and there were no complications associated with the ocurrence.